Manufacturer narrative:
The device and explanted lead (0128) will be returned for analysis. Upon analysis, this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a magnified visual inspection revealed an arc mark on the case of the device. The case of the device was removed and an inspection of the internal components revealed damage to the high voltage defibrillation circuitry. The damage to the device assembly is consistent with an attempt to deliver therapy into a shorted lead system. Laboratory analysis concluded that the lead shorted to the case during the implant and damaged the device.

Event description:
Boston scientific received information that when connecting this implantable cardioverter defibrillator (ICD) to the right ventricular lead (128) a short circuit lead condition was noted and pacing impedances appeared low. The patient was externally converted, and after defibrillation testing damage was confirmed on the yoke portion of this right ventricular lead. The right ventricular lead was explanted and a new lead (0175) was connected to the existing device. During defibrillation testing with the new lead (0175) no error message was seen but impedances were low and shocking impedances were low and out of range. Finally a new device was connected to the same lead (0175) which showed normal measurements and defibrillation testing was effective. No further adverse patient effects were reported following the procedure.